Manufacturer narrative:
Device evaluation: the device related to the reported events deflation was received on july 12, 2024, with catalog number mcghan360cc. Based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening on radius side assessed as fold flaw opening. As per the investigation procedure, creases, particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device was explanted.